Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient (hp) indicated that the supply bag fell and became disconnected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnect or leak. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for connecting the solution bags.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected for therapy. During the patient's dwell, the supply bag became disconnected and fell. The power was cycled to clear the alarm and the patient was to start therapy over with new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.